Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, results are received = 1x propex ii measuring wire a102900000500 1x propex ii unit sn: (B)(6). Propex ii kit pcb tft chassis sav no defect no defect. Tested with alt-7a soft 3.00 failure mode: incorrect measurement root cause: no defect proven conclusion code: no failure found.

Event description:
In this event it is reported that a propex ii eur gave incorrect measurements. No injury occurred.